Event description:
The customer reported via phone call that they exposed the insulin pump to water from the rain. The customer's blood glucose was 137 mg/dl. The customer reported a button error alarm occurring around the same time as the moisture exposure. It was also found the customer received a battery out limit and weak battery alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.